Manufacturer narrative:
A review of the complaint revealed that the patient wore the xt for 5 of the 14-day prescribed wear period. Irhythm clinical care followed up with the patient regarding the reported event and learned the patient believed the skin irritation was due to their skin being over-abraded as bleeding and irritation occurred after the abrading process. Irhythm also informed the patient that the xt device does not contain latex. The patient has no history of reactions to medical adhesive or sensitive skin. The exact cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. In addition, the zio xt clinical reference manual states on page 17 that¿ the zio xt patch is not manufactured with natural rubber latex.¿ this event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider with skin irritation and signs of an allergic reaction allegedly caused by the zio xt. The patient believes that the irritation began during the abrasion process prior to the application of the device. The patient experienced itching, burning sensation, and redness under the adhesive immediately upon application of the device. The patient reported that their symptoms progressed over time, including cloudy tiny bumps filled with puss and an odor. Subsequently, the patient was diagnosed with an allergic reaction to latex, and the device was removed. The patient was prescribed triamcinolone acetonide (kenalog) cream as part of post-care. The patient has healed and is doing well.